Event description:
Unomedical reference number (B)(6) event occurred in the egypt on (B)(6)2024, patient reported high blood glucose level due to cannula being bent. Patient blood glucose level was 300 mg/dl.customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available